Manufacturer narrative:
The field service engineer (fse) replaced the pinch valves. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant low results for multiple patient samples tested for elecsys cea (cea) and ferritin on a cobas e 801 analytical unit. The following are examples of discrepant results for 3 patient samples tested for ferritin and 3 patient samples tested for cea. For ferritin: the initial result was <0.5 ng/ml. The repeat was 25.2 ng/ml. The initial result was <0.5 ng/ml. The repeat was 7.35 ng/ml. The initial result was <0.5 ng/ml. The repeat was 13.7 ng/ml. For cea: the initial result was <0.3 ng/ml. The repeat was 8.3 ng/ml. The initial result was <0.3 ng/ml. The repeat was 5.12 ng/ml. The initial result was <0.3 ng/ml. The repeat was 2.23 ng/ml. "Some" of the questionable results were reported outside of the laboratory; after communicating with the patients, the report with questionable results was withdrawn. It is not known which questionable results were reported outside of the laboratory. The cea reagent lot number was 607340. The expiration date was not provided. The ferritin reagent lot and expiration date were not provided.

Manufacturer narrative:
The replaced pinch valves were provided for investigation. The pinch valves were installed onto a test machine and the pinch valves performed as expected and no issues were identified. The pinch valves were provided to the manufacturer for further investigation. The pinch valves underwent motion checks, air leakage tests, and tube clamping checks and were then disassembled and inspected. No abnormalities were observed. Apart from an "abnormal low signal" alarm, no other instrument alarms were generated to suggest an issue with the analyzer and the reagent packs had been recently installed, therefore, a reagent handling issue is not suspected. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Additional questionable ferritin results were provided from (B)(6)-2022. These were obtained prior to the fse replacing the pinch valves. Medwatch field b3 was updated to reflect the earliest date of this issue at the customer site. The following are examples of discrepant ferritin results for 3 patient samples from (B)(6)-2022: the initial result was <0.5 ng/ml with a data flag. The repeat was 35.1 ng/ml. The initial result was <0.5 ng/ml with a data flag. The repeat was 4.68 ng/ml. The initial result was <0.5 ng/ml with a data flag. The repeat was 10.22 ng/ml.